Event description:
Device 3 of 5. MFR. Reference report#: 1627487-2019-04511. 1627487-2019-04512. 3006705815-2019-01362. 3006705815-2019-01363.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 3 of 5 MFR. Reference report#: 1627487-2019-04511, 1627487-2019-04512, 3006705815-2019-01362, 3006705815-2019-01363. It was reported that the patient developed a suspected infection. As a result the patient's scs system was explanted, and the issue resolved over time.